Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿the pump will not accept cassettes¿ was confirmed through pump power up test and attached a 50ml cassette with fluid alarmed ¿cassette not attached properly¿ alarm. The probable cause was a defective downstream occlusion (dso) sensor. Further investigation found the upstream occlusion (uso) seal was dented. The dso sensor and uso seal were replaced. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump will not accept cassettes. Found during testing. There was no patient involvement and no harm.